Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed; however, the exact cause is unknown. Three photographs of a powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed a longitudinal split in the catheter near the 4 cm depth marker. Blood residue was observed at the site of the split. The edges of the split appeared to be straight and smooth; however the finer details of the split could not be seen due to the resolution of the photographs. The shape and location of the split suggest the catheter may have burst due to over-pressurization or was possibly damaged by a sharp instrument, but it was not possible to determine a root cause of the split from the returned photographs. A lot history review (lhr) of rebq1073 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to sales rep that they had to remove a PICC they had placed the day before because it was found to have a hole/spot about 4cm from the skin. 05/29/2018 - additional information reported from nurse: "there was thick blood collected at the open slit at the time the pictures were taken this week but it was not there at the time I removed the catheter from the patient. There was clear fluid leaking from the site while IV fluid was being infused. I pulled the catheter out a few cm and flushed when I discovered it was coming out the side of the catheter."

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq1073 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to sales rep that they had to remove a PICC they had placed the day before because it was found to have a hole/spot about 4 cm from the skin.